Event description:
The following has been reported: biomed reported pump is alarming minor pump problem. Confirmed that pins and sensor are clean and biomed cycled power 3 times, alarm returned. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: fluid ingress shorted ambient sensor board due to incorrect rtv application on lcd reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Complaint was for having a minor pump problem alarm present upon start up. The pump was turned on to verify the customer complaint. As reported, the pump did issue the alert upon start up. A visual inspection of the internal components was performed to assess the ambient sensor board. Upon opening the pump, signs of fluid ingress were present through the entire unit and fluid damage was see on the ambient sensor board, main pcba as well as other hardware contact points. The pump was disassembled to find the fluid ingress point of entry. It was discovered that the lcd touch screen had an inadequate rtv seal and allowed fluid to enter the pump. Due to the excessive corrosion within the pump, it is recommended that the pump be decommissioned and taken out of service. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.